Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand and device was included in field correction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received assistance with resetting pump using provided instructions, did not experience recurrence of malfunction after reset, was advised to continue using pump and to call back if malfunction recurred, and acknowledged understanding of these instructions.